Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539a-1320: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 333,437 joules of use and 37:25 minutes, an ¿unknown¿ failure was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: ¿no injury¿ to the patient reported.